Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited noise over-sensing and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.